Event description:
On (B)(6)2023, it was reported by a sales representative via phone that the drill bit from an ar-3600d disposables kit for fibertak broke off inside the patient and it remains in the bone. This was discovered during a proximal hamstring repair procedure on (B)(6)2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or user-applied mechanical forces during insertion.